Event description:
It was reported that there was an unknown malfunction observed on a motor device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was avaiable.  It was unknown if injuries or medical intervention were reported.  The exact event date was unknown. However, the reporter clarified the event occurred in 2013. No additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The customer did not allege a malfunction, however, it was discovered that the device would not secure cutters. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).